Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the customer was having issues with high blood glucose readings, over 600 mg/dl. Customer was running and getting diabetic ketoacidosis because he wasn't receiving insulin. The infusion set was changed multiple times and issue persisted. High blood glucose was treated with a bolus. The customer wasn't hospitalized. Troubleshooting on the insulin pump wasn't performed as the customer's mother was reporting a past event and the customer wasn't having any issues. However, she was interested in performing the high pressure test on the device. A tubing clamp was sent and she was advised to call back to perform the test. The device is not being returned for analysis.